Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup (eic) on the unicel dxc 800 synchron clinical system was leaking. The leak was contained within the instrument. The customer was wearing a lab coat and gloves when the leak was discovered. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Service was dispatched on (B)(4) 2012. Bec field service engineer (fse) confirmed that the electrolyte injection cup was leaking. The fse replaced the electrolyte injection cup, and the issue was resolved.